Manufacturer narrative:
Device not returned.

Event description:
Reportedly, patient expired approximately after an implant duration of 0.87 months (in 2007, after an implant date of the month before), due to pulmonary failure, radiation and pneumonia.